Event description:
(B)(6) year old patient had an egd on (B)(6) 2014 for abdominal pain, nausea and vomiting. She returned to ed on (B)(6) 2014 for vomiting and abdominal pain. It was discovered patient had a duodenal hematoma. Patient was followed by gi and was discharged on (B)(6) 2014 with an nj tube and hematoma was resolving.